Manufacturer narrative:
Vyaire complaint number: (B)(4). Any additional information provided by the customer will be included in a follow up report.

Event description:
It was reported to vyaire that the vela ventilator experienced a "transducer fault on start up and will not reset". There was no patient involvement associated with the reported issue.